Manufacturer narrative:
Correction information was provided in h.11. Based on further review of available information following the submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.3., h.6. On initial MDR the imdrf health impact code of f19 was incorrect. It should have been f24 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, surgeon found cartridge coating on intraocular lens (iol) after iol is implanted in eye. The physician also reported observing dent on iol after implantation of the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).